Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to update the entry in h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead was damaged while the physician attempted to extract it, and some of the remaining lead was in the inferior vena cava. This lead was surgically explanted, and a new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was damaged while the physician attempted to extract it, and some of the remaining lead was in the inferior vena cava. This lead was surgically explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.